Manufacturer narrative:
It was reported that during a thr procedure and inside the patient, while impacting the femoral head prosthesis onto the trunion of the polar stem implant, the black rubber end cracked. The modular head (75023711) was designed to impact the ball head and not the trunion. Impacting the cone of a stem would be an off-label use. No product was returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
H3, h6: it was reported that during a thr procedure and inside the patient, while impacting the femoral head prosthesis onto the trunion of the polar stem implant, the black rubber end cracked. The modular head (75023711) was designed to impact the ball head and not the trunion. Impacting the cone of a stem would be an off-label use. No product was returned for investigation and no batch number was communicated. The reported failure mode and the severity are covered through our risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported that during a thr procedure and inside the patient, while impacting the femoral head prosthesis onto the trunnion of the polar stem implant, the black rubber end cracked. No injuries or surgical delays were reported. Procedure was completed with and s+n backup device.

Manufacturer narrative:
It was reported that during a thr procedure and inside the patient, while impacting the femoral head prosthesis onto the trunion of the polar stem implant, the black rubber end cracked. The modular head (75023711) was designed to impact the ball head and not the trunion. However, as the part, used in treatment, was not returned for investigation, the relationship between the reported event and the device cannot be confirmed. No batch number was communicated. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was conducted. The reported failure mode and the severity are covered through our risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The reported failure can not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Smith & nephew orthopaedics ag., is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew orthopaedics ag., has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew orthopaedics ag., or its employees, that the report constitutes an admission that the device, smith & nephew orthopaedics ag., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a thr procedure and inside the patient, while impacting the femoral head prosthesis onto the trunion of the polar stem implant, the black rubber end cracked. No injuries or surgical delays were reported. Procedure was completed with and s+n backup device.